Event description:
Customer reported experiencing random altitude alarms via email. There was no additional information regarding the event's impact on the customer's blood glucose level. The customer was contacted by technical support, but no corrective action was required as the customer declined a callback.